Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional armada device referenced is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a heavily calcified, left superficial femoral artery. The 3.0x60m armada 14 balloon dilatation catheter (bdc) was advanced without issue to the target lesion. The balloon ruptured during the first inflation to 8-10 atmospheres. The bdc was remove without issue and a 3.0x40m armada 14 bdc was advanced without issue and it also ruptured during the first inflation to 8-10 atmospheres. A new armada 14 bdc was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.